Event description:
It was reported that the right atrium (ra) lead had a ra lead performance issue due to an apparent clavicle crush which was visible from x-ray. Therefore the ra lead was capped and not replaced due to patient going from a dual to single chamber device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.